Manufacturer narrative:
Additional information: additional information revealed that the patient's visual acuity recovered to 0.8 within one week. Corrected data: upon further review, the health effect clinical code "2138 - visual impairment" was removed per new information received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded toric intraocular lens (iol), the surgeon experienced resistance when advancing the plunger. Despite continuing to advance the plunger, the iol remained in the cartridge. However, the iol was implanted into the eye and a crack was observed in the center of the lens. The implanted iol was not removed and remains inside the patient's operative eye. Ophthalmic viscosurgical device (ovd) was used during the iol setting and the setting procedure itself was performed correctly without any issues. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the assistant doctor set up the device. After the implantation, the patient experienced corneal edema and the post-operative visual acuity was 0.3, as prior to iol implantation. The iol was implanted in the patient's left eye. The account also indicated that the instructions for use were followed and the plunger rod overrode the iol and resistance was felt when turning the plunger. No further information was provided.

Manufacturer narrative:
Additional information: section d9, device available for evaluation? Yes. Section d9, date returned to manufacturer: october 6, 2025. Section h3, device evaluated by manufacturer? Yes. Device evaluation: the complaint simplicity device was visually inspected under magnification revealing that the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module was inspected and no issues were observed. The plunger rod and handpiece were inspected, and no issues were identified. No lens was received for evaluation. The complaint issues of "override", "difficult to use", and "lens damaged" were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional event was reported within this complaint record. No other complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.